Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator iris potentiometer was replaced and adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's collimator iris potentiometer needed to be replaced. No pt injury was reported.